Manufacturer narrative:
The reported issue was confirmed. The root cause identified is circulation pump / motor had loose head. The device was evaluated upon receipt. Unit is noisy. Replaced circulation pump head. Unit has a cracked side panel. Casters loose. 3 caster well studs broken on chiller. It was reported that device has a leak, but this was not found during evaluation. Replaced left panel, chiller. Reattached casters and applied lock-tite. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was making excessive noise. When the biomed filled the device, it was slow to fill, and the motor was extremely loud. The nurses also complained of the device leaking; however, they had not seen this issue yet. Per sample evaluation results received via task on 06dec2024, it was reported that the arctic sun device has a cracked side panel and casters loose and 3 casters well studs broken on chiller.